Manufacturer narrative:
(B)(4). A part of the actual device was returned for evaluation. The patient connector end containing the trigger and blue pin of the set was returned. During visual evaluation it was determined that the blue plunger which engages the pin was loose and fell out of the connector. This part should be difficult to remove. The lot number could not be obtained from the part returned and has not been obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the patient had a leak from the trigger part of the connector during treatment. During a drain portion of the treatment the patient reported that fluid began leaking out of the trigger connector through the blue pin plunger. He immediately clamped his catheter and discontinued treatment. The set was returned for evaluation. During follow up the patient's pd nurse reported the patient did not have any signs of infection. His effluent remained clear. He was not prescribed any antibiotics.